Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a burning metal smell further described as ¿smelled like a fuse burned out¿ while performing pd therapy on a homechoice (hc) in the middle of the night. The caregiver (cg) contacted a baxter technical service representative to request assistance. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd). The cg would contact the patient¿s pd nurse to see if they should use manual supplies. There was patient involvement; however, there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by the baxter product analysis laboratory (pal) for evaluation. A review of the event history log was performed which did not reveal any issue related to the reported issue of smell of fuse burnt out. The device failed the homechoice return instrument test/evaluation (rite) functional testing and passed specifications for the rite electrical safety analyzer testing. The device passed external inspection. An internal inspection was performed which revealed a corroded connector. The cause of the smell of a burnt fuse was determined to be an intermittent connection between the corroded connector and the ac power harness connector. The power harness and connector will be replaced to remedy the problem. The device will be sent for servicing. Should additional relevant information become available, a follow-up will be submitted.